Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. It was reported that the patient had an extremely angulated proximal neck. On (B)(6) 2020, the patient presented with proximal type I endoleak due to the extremely angulated neck. Aneurysm enlargement was also present, although exact amount of enlargement was not provided. On the same day a reintervention was performed by implanting two gore® excluder® aaa endoprosthesis aortic extender components. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
G1: manufacturing site name and address.